Event description:
It was reported that the atrial lead impedance has been consistently dropping and was now low. It was also reported that the capture threshold was elevated. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.